Manufacturer narrative:
Reporter occupation is lay user/patient. The customer's meter and strips (lot 38123722) were returned for investigation. Strip lot 36888621 was not returned. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor 1 hct: 46% (2.2 inr): retention meter and master lot strips: 2.2 inr, customer meter and strips: 2.2 inr, customer meter and retention strips: 2.1 inr. Donor 2 hct: 47% (2.3 inr): retention meter and master lot strips: 2.4 inr, customer meter and strips: 2.3 inr, customer meter and strips: 2.3 inr. The obtained results were in the allowed range. No error messages occurred during investigation. Relevant retention test strips (lot 381237 and 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 12:29 p.m. The meter result using strip lot 36888621 (expiration date 31-jul-2020) was 1.5 inr and at 12:33 p.m. The meter result using strip log 38123722 (expiration date 31-aug-2020) was 2.0 inr. The patient did not change her coumadin dose based off of readings from meter. The patients therapeutic range is 2.0-3.0 inr and tests once a week. The patient is in normal condition.